Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm and no esc button response due to corroded keypad traces. There was no vibrator anomaly or moisture damage inside the pump. The pump had scratched lcd window and crack reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that the pump stopped responding then it started vibrating and alarming button error. He stated that the pump was exposed to water in the shower. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.